Event description:
The hcp reported the pt has been experiencing withdrawal type symptoms. A dye study was done that demonstrated a questionable mass - "dark area on catheter tip." The catheter was explanted and replaced and returned to the MFR for analysis. The pt is reported to be doing okay after the surgery. A follow up report will be sent when additional info is received.